Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 316 mg/dl. The customer thought that the pump settings needed to be adjusted and would be discussing the settings with a healthcare provider. The customer declined tandem technical support's offer to troubleshoot for the high bg level.